Event description:
It was reported that a large volume intermate had a black mark on the filter. This malfunction was identified after the device was compounded with saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 05, 2014 ¿ june 06, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.